Event description:
Customer reports channel failures during pt use. Found "fc" 538 in the event history. Pump was infusing dopamine at the time of the failure code on one channel, it is unknown if all three channels were in use. No additional clinical details are known. No adverse outcome resulted.